Manufacturer narrative:
Additional information outcomes attributed to adverse events, describe event or problem, relevant tests/lab data. Describe event or problem: on unreported dates, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported) dianeal therapy was discontinued, and the patient was transferred to hemodialysis. Twenty three days after the onset of the peritonitis, the treatment with the unspecified antibiotics was discontinued. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event (no further information was provided). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born in 1965. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, further described as non-compliance with sterilization techniques, which resulted in peritonitis. The patient was hospitalized for the reported event. The treatment and outcome of the peritonitis were not reported. The actions taken with pd therapy were not reported. Additional information was requested, but the reporter declined to provide further information about this event.